Event description:
It was reported this was a venotomy closure of a common femoral vein using the pre-close technique via an 8fr sheath hole prior to a leadless pacemaker implantation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 23fr sheath and the procedure was completed. When the suture trimmer was used for knot advancement on the first prostyle suture, the suture broke. The suture of an additional prostyle device was successfully placed. Hemostasis was achieved with the pre-placed prostyle suture and the post-procedure prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under separate medwatch report number.